Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: fh8dd4. Device history review: no anomalies if information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). No device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Concomitant medical products: mbt revision cem tib tray sz 4 knee tibial tray component; pfc*sigma tc3 fem rt sz4 knee femur component; tc3 rp tibial insert s4,20.0 knee tibial insert component; unknown knee patella component; unknown bone cement; sigma fem adapter 5 degree femoral adaptor; sigma fem adapter neutral bolt femoral adaptor connector; pfc sigma fem post aug sz4 4mm femoral posterior augments; pfcsigma di aug12mmco, sz4 right femoral augments; universal stem 75x12mm fluted tibial stem; mbt tray sleeve por m/l 29mm tibial sleeve.

Event description:
The patient was revised to address loosening of tibial component at unknown interface. Previous revision right knee replacement (primary and prior revision dates unknown). On (B)(6) 2017 surgeon revising knee due to loose components. All tibial complements removed. Femoral stem and sleeve left insitu, tc3 femur replaced with srom hinge component. Patient (B)(6).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary

Event description:
Update (B)(6)2018: (B)(4)universal stem 75x12mm fluted was noted to be loose.